Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with corroded keypad traces. However, all of the buttons are functioning properly and no ramping numbers noted on the display. The insulin pump has cracked battery tube thread, cracked reservoir tube lip, cracked case the near display window corners, and minor scratches on the display window noted.

Event description:
The customer reported via phone call that the numbers on the screen of the insulin pump started scrolling when trying to deliver a bolus. He changed the battery and issue happened a couple of times. Blood glucose value was 270 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.